Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device unavailable for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 20mm. Pre-procedure was 100% stenosis and post-procedure was 0% residual stenosis. A 3.5x24mm liberte stent was implanted. Direct stenting was not attempted. A dissection was observed and an additional liberte was implanted. The procedure was a technical success. The subject was discharged 8 days later without angina or silent ischemia. Discharge medications were aspirin 160mg daily/indefinitely and clopidogrel 75mg/daily for 12 months.